Event description:
During thr surgery the extracting tip of a trial femoral stem broke. The surgeon was apparently unable to remove the trial since the instrument set he was using at the time was missing he necessary extraction tool. The trial stem was left in the pt. After the missing tool was replenished, another surgery was performed to extract the trial and complete the thr (date of revision unknown).